Manufacturer narrative:
The device was explanted, but was not returned. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found. A review of the diagnostic data showed no indications of a device malfunction.

Event description:
During a routine follow-up, it was reported to nevro that a patient experienced shocking sensations when he leans against the ipg and touches metal. The patient also experienced pain at the surgical site and presented to the emergency room. Cultures revealed an infection at the ipg site. The patient was hospitalized for two weeks, had a PICC line for a month, and was provided with IV antibiotics. The device was subsequently explanted and there were no reports of further complications.